Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced events where a red bump appeared at the site where the cannula goes in, it was suspected to be an allergic reaction to the teflon in the cannula also skin redness was observed under the tape. No further information available.